Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) inside sensor base. No broken or missing parts were observed during analysis. See attached file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the tip of the sensor (electrode) could be found. The customer seemed to puncture the sensor at correct position.